Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a handpiece presented with no vacuum and became occluded during a surgery. Patient impact is unknown but no serious consequences for the patient was stated.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the company representative noted that ¿air bubbles were seen coming from under the aspiration port, and that the aspiration line may not be completely sealed.¿ the system was tested and found to meet product specifications. The system was manufactured on june 29, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).